Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve, implanted for eight (8) years and three (3) months, is being evaluated for a valve-in-valve procedure due to stenosis.

Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve, implanted for 8 years and 5 months underwent a valve-in-valve procedure due to stenosis. The patient presented with shortness of breath. The procedure was performed with a 23mm 9750tfx transcatheter valve. The patient outcome at the end of the procedure as stable.

Manufacturer narrative:
Updated sections: b3, b5, b7, g3, g6, h6 health effect - impact code, and health effect - clinical code.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the limited information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Note: this MDR was originally submitted within the 30-day timeline, but due to a technical issue experienced during the submission process, acknowledgment 3 was not received. The MDR was confirmed to be transmitted properly, as we received acknowledgement 1 and 2, but this issue could not be resolved through the esg help desk, so this MDR has been resubmitted. Please reference esg and cesub support reference numbers:(B)(6).

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation conclusions. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.